Event description:
Customer reported that the battery of the device was depleting too quickly. There was no adverse impact to the customer's blood glucose level as no specific blood glucose information was provided. No additional information was received regarding the outcome of the event as the pump was not returned, and the complaint was subsequently closed.